Manufacturer narrative:
The unit had a constant motor error alarm during the rewind due to a motor encoder signal out of phase. The displacement test could not be performed due to a motor error alarm. There was no abnormal black irregularity on the monitor of the unit. The unit had a cracked reservoir tube lip, a minor scratched display window, and a cracked case at the display window corner.

Event description:
The customer called in to report a motor error alarm and an abnormal and irregular "black" on the monitor. The customer's blood glucose level was unknown. No further details were provided.